Event description:
It was reported that the patient underwent an initial bilateral shoulder replacement. Subsequently, the patient experienced pain in both shoulders and a deteriorating product in an unknown shoulder. As a result, the patient underwent a revision surgery of an unknown side on an unknown date. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information the following sections were updated: b2, b5 and h6 - health effect - impact code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial bilateral shoulder replacement. Subsequently, the patient experienced pain in both shoulders and a deteriorating product in an unknown shoulder. As a result, the patient is scheduled to undergo a revision surgery of an unknown side on an unknown date. No further patient impact reported. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11. MDR section codes updated/corrected: b. The revision may be the result of the reported deterioration of the shoulder implant. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.